Event description:
It was reported that expansion failure occurred. The target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 12x60x120 epic stent was advanced for treatment. However, during deployment, the radial force was not enough to treat the lesion. The procedure was completed with this device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
B5 describe event or problem has been updated.

Event description:
It was reported that expansion failure occurred. The target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 12x60x120 epic stent was advanced for treatment. However, during deployment, the radial force was not enough to treat the lesion. The procedure was completed with this device. There were no patient complications reported and the patient condition was good. It was further reported that the stent was 100% deployed to the patient.